Manufacturer narrative:
The customer¿s reported problem was confirmed., infusion products global customer support operation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). (B)(4). Customer recognizes device 8015 (s/n (B)(4), will not power on. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Customer identifies device 8015 will not power on. Assisted customer to identify problematic issue. Customer to interchange the front keypad, and/or the logic board to isolate fault. Customer given the part number for repair/replacement of the logic board. Customer will call back if further assistance is needed. End call.